Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the three returned device's mechanism functioned as per surgical technique. All three device's cannula tracks and their distal tips are bent. Also, all three device's shrink tube are damaged. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 need to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, implant could be potentially entangled with the suture and pulled back from the meniscus. The implant may be pulled out from meniscus due to the incorrect use of the depth stop or over tensioning of suture construct. Tip bending and breakage is typically caused by leveraging/prying the device during implantation procedure. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an acl reconstruction with meniscal repair procedure, the surgeon began the meniscal repair portion of the procedure. The surgeon attempted the first ar-4502 speedcinch and the first peek implant deployed but the second peek implant got stuck in the delivery device and would not deploy. The suture was cut and removed but the first implant remained in the patient. The surgeon attempted a second ar-4502 speedcinch and the first peek implant deployed and then the second implant deployed but when the device was being removed the second peek implant came out with the device. The suture was cut and the first peek implant from the second speedcinch remained in the patient. Surgeon then attempted a third ar-4502 speedcinch, the tip of the deployment device bent and broke; no implants were deployed from the third speedcinch. There was no unretrieved pieces from the third speedcinch. To complete the procedure three more ar-4502 speedcinches were used. Complaint devices are being returned for evaluation.